Manufacturer narrative:
The device has been requested for evaluation but has not been received. Should the device be received for evaluation, a follow up report will be filed upon completion of the evaluation.

Event description:
The customer alleges whilst attempting to ligate a vessel during a laparoscopic nephrectomy, the surgeon found that the clip would not close, when squeezing the handles of the applier. On removing the ab5 from the laparoscopic port, he found that the clip was jammed in the jaws of the applier, this failure meant that he could not close the clip, or eject the clip from the jaws to load another. The customer removed the applier, opened another applier, from the same lot, and continued the procedure. The rest of the operation was uneventful and the patient episode was also uneventful with no complications or unexpected problems.